Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported the patient felt stimulation was turning on and off. Surgical intervention was undertaken and the ipg was explanted and replaced. Postoperatively, the patient reported the issue is resolved and she is receiving effective therapy.